Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the patient side manipulator 1 (psm1) was not accepting instruments. It worked during the previous procedure. The customer reseated the drape several times, replaced the drape, and tried another instrument, still the issue persisted. The technical support engineer (tse) assisted the customer to perform a hard reboot but the issue continued. The system was not displaying any messages and only a beep was heard. The tse asked the customer if the procedure could be performed with three arms and the surgeon stated that they could. The customer continued the procedure using three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022 : the reported issue occurred during the procedure and the ports were already placed. The procedure was completed robotically using 3 arms. The system functionality was checked upon powering on the system and the system powered up without issues or errors. There was a procedure delay of close to 30 minutes and no fragments fell into the patient during procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to verify the customer reported complaint and replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. Fa identified the right retention plate pin was damaged. Fa was able to confirm errors 23300 and 23212 indicating a fault with the presence pin. Fa was able to replicate the engagement fault and triggered errors 23300 and 23212. On patient side cart (psc) fixture test platform (pftp), all sterile adapter (sa) pin related test were failed due to the damaged presence pin. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the system did not have network connectivity at the time of the event. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a patient side manipulator (psm) was disabled after the start of the procedure due to it not accepting instruments and experiencing an engagement issue. The surgeon was able to continue with the procedure robotically using 3 psms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to a procedure change.